Event description:
10/17/2000-fenwal quality dept was notified of an alleged transfusion reaction of a split platelet product. Fenwal requested and received the following details for this event on 10/23/00. The transfusion facility noted that after approximately 75cc transfused, the pt exhibited hypotension, bradycardia, and wheezing. Transfusion was discontinued and pt was treated with IV steroids, albuterol, epinephrine and solumedrol. The remaining platelet product was sent to the laboratory in which bacillus spp. Was identified. The pt was then treated with vancomycin and recovered. Pt info: pt with low grade "dic", meningioma. Donation info: repeat apheresis donor. Donation date 2000. Total time 1hr 5min. Total wb processed 3423ml. Total "acd" used 379ml. Whole blood to "acd" ratio 10:1. Volume of platelet products in part a approx. 240ml, part b approx. 240ml. Uneventful donation. Apheresis facility investigation: ethylene-diamine-tetraacetic acid retention tube from the donation kept at apheresis site indicated no organisms isolated (gram stain and culture). Part b from this same donation was transfused to a different pt and reported no problems associated with the transfusion. Neither the pt's blood nor the platelet product was cultured. Investigators internal to this customer evaluated the component processing site and found no potential causes that could contribute to this event. Platelet environment chambers were maintained at 20-24 c. Apheresis site requested fenwal's assistance in their investigation.